Event description:
It was reported the patient is deceased. A request to review an implantable pulse generator (ipg) device interrogation transmissionwas received to determine device function as the patient is deceased. The interrogation was performed post mortem. No diagnostic observations were noted. The device system has not been returned to the manufacturer. The cause of death and circumstances of patient death were unknown, have been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. Attempts for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. (B)(4): 5071-35 implantable pacing lead implanted: 2009-(B)(6); 4968-35 implantable pacing lead implanted: 2009-(B)(6). (B)(4).